Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated using two different programmers. There was no source of emi in the interrogation room. A longevity calculation estimated less than six months to eri. The patient had not felt the notifier, nor had received any therapies or procedures. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory. The hybrid was noted to be damaged, causing the telemetry coil to lose connection. The battery was also noted to be depleted. Based on all available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The root cause of the premature battery depletion could not be determined.